Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during the load sequence. After second cartridge was loaded the alarm had cleared. Blood glucose was 141 mg/dl.